Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted on stored egm that the device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Reprogramming changes were made. The patient was reported to be in stable condition.